Event description:
A pt in "micu" was being externally paced with the device at a pacing setting of 50 ma for approximately 24 hours when, according to the reporter, the bedside monitor alarmed. The reporter stated the "pacer" on/off indicator was off and the display showed a pacing setting of 0 ma. The reporter further stated that no alarms were heard or observed from the device. The pacing electrodes were replaced, the pacer restarted and no adverse affects to the pt were reported as a result of the alleged malfunction.